Event description:
It was reported that during the implant attempt, the lead was difficult to position and fixate due to patient's tortuous venous branch off the coronary sinus. The lead dislodged twice in the second venous branch. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).